Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A lot history review was not possible as the lot number was not provided. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined; however, incidents are monitored on a routine basis for trends. The cause of the reported occlusion was likely a result of an intravascular deployment. Should additional relevant information become available a supplemental MDR will be filed. UDI number: device identifier (di): (B)(4). Production identifier (pi) number is unknown as the lot number was not provided. Note: MFR report # 3004939290-2016-00099 was originally submitted on 04/12/2016; however, acknowledgements 2 and 3 were not received, therefore, the report is being re-submitted.

Event description:
It was reported that the mynx device sealant which was being used for extravascular closure deployed in the artery and resulted in an occlusion. The device was being used with a 6f procedural sheath following an interventional procedure. All the deployment steps were followed correctly. Contrast was not used in the balloon and the device was reportedly not used off label. The doctor went back in with an angio sculpt balloon and most of the sealant was captured by the cage on the angio sculpt. The patient was doing well and had been discharged home at the time of this report. No further information is available.